Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge appeared to be "indented" or "beveled" at the bottom of the cartridge. Reportedly, the customer is unable to install the cartridge as it did not fit. The customer did not want to test their blood glucose level. The customer indicated that a new cartridge would be installed.